Event description:
The customer reported that she needed to press hard the buttons on the insulin pump to make it work. Advised the customer it does take a little bit for the keypad to respond. The buttons were tested on the insulin pump and was working correctly. Advised the customer to put a little pressure on the buttons. Customer reported also that she got the insulin pump replacement and needs assistance to put in the settings. Assisted the customer in programming the settings on the insulin pump. Customer's blood glucose earlier today was 123 mg/dl. Customer stated will monitor and will call back if there will be any issues. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).